Event description:
It was reported via facility medwatch 0503240000-2014-8031 that a shaft break occurred. A 2.50mm x 12mm emerge¿ balloon catheter was advanced and inflated inside the unspecified guide catheter as a trapping balloon to assist with the removal of a 2.25x 18 non bsc stent. During the attempt to remove the stent, the distal shaft of the balloon catheter broke inside the guide catheter. Once the physician was aware with the incident, both the stent and the remaining balloon were carefully removed. No patient complications were reported and it was not reported how the procedure was completed. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).